Event description:
Complainant alleged that during a routine shift check by a clinician performing a 200 joules self test, the device charged to 75 joules would not discharge and display error message codes "error 44" and "error 45" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.